Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); (B) (4) full lead; defib conductor distorted; inner tubing kinked/buckled.

Event description:
It was reported that the lead was repositioned once during the case and that the physician tried to deploy the helix again and it did not deploy. A new lead was then placed. No patient complications have been reported as a result of this event.